Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella rp flex for mechanical circulatory support. It was reported that there was a known clot see on transesophageal echocardiogram, inlet of the device. Anticoagulation was not started until day 2 of support due to post op bleeding & washout. The following day plasma free hemoglobin was 115 and urine output was <30cc/hr dark urine leading to pump suspected hemolysis with known inlet thrombus. The decicion was made to explanted the impella and place the patient on protek.

Manufacturer narrative:
D9 updated. Section d catalog number was corrected. H6 medical device problem code a24 was removed. Impella rp flex and data stick was returned. Data stick was empty containing no logs. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Hemolysis/mechanical interaction with blood: the cause of the issue was established to be biomaterial as evidenced by returned pump investigation aligning with clinical report.